Event description:
A report was received that the patient was experiencing rib stimulation. An x-ray was taken which showed that the paddle lead was pulling out of the ipg. During the revision procedure, the physician replaced the paddle lead because it broke due to tension. The patient is doing well and receiving good coverage.